Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown," began to feel pain in the axillary and chest region", and removal of textured implant . Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture baker grade unknown, "began to feel pain in the axillary and chest region", removal of textured implant , and calcification. Patient additionally reported breast pain and capsular contracture baker grade iii. Legal representative later reported back pain, hair loss, and inexplicable feeling of tiredness. Patient undergone capsulectomy. Device has been explanted and replaced.